Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: revitan, proximal part, conical, uncemented, 55, taper 12/14; catalog#: 01.00401.055; lot#: 2797550. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.

Event description:
This case has been reopened as additional information has been received (medical records). No event update. Investigation results were updated.

Manufacturer narrative:
This case has been reopened as additional information has been received (medical records). Investigation results were updated accordingly. The following fields were updated: updated investigation results: review of received data: - implantation report of (B)(6) 2016: clinical background: a 48 year old patient underwent a total hip replacement (thr) surgery in 2011 due to post traumatic coxarthrosis. First revision was in 2011 due to a fracture of the ceramic insert. Later, during an external rotation movement of the lower limb, a fracture of the modular neck of the thr occurred. There is therefore an indication for revision of the stem using a femoral osteotomy. Procedure: the hip joint is opened. The fractured modular stem and the head are exposed. The head is removed. The proximal part is accessed and cleaned. It is impossible to remove the stem and it is decided to perform a 15 cm femur osteotomy. The stem is removed. There is no longer any surface coating on the stem. The femur is reamed and a satisfactory test is made with a trial revitan stem 16/140 and a proximal part size 55. The osteotomy is closed with a 3 steel wires. The trial parts are removed and the final revitan prosthesis is implanted. There is good stability. Different head lengths are tested and the medium length allows good anterior and posterior stability. A medium biolox delta ceramic head with a diameter 32 mm is placed and the wound is closed. - medical letters: (B)(6) 2016, follow-up 6 weeks after surgery: satisfying evolution. No particular pain. X-rays show no secondary displacement, the osteotomy line is not yet healed. (B)(6) 2016, follow-up 3 months after surgery: patient walks without crutches after 10 - 15 days. The patient has lost 14 kg since the surgery. There is limping, normal mobility and muscular pain. X-rays show no implant migration, osteotomy line partially consolidated. (B)(6) 2016, follow-up 5 months after surgery: satisfying evolution. There is occasional limping and occasional pain. (B)(6) 2016: expertise from a government doctor: 6 months after surgery, the patient still needs to recover before starting to work again. The patient weight is 104 kg, bmi 33.6. The doctor suggests a weight loss for better recovery. (B)(6) 2017: expertise from a government doctor: better mobility, but still some pain and overweight. (B)(6) 2017: x-rays show no anomalies. (B)(6) 2017: ability to work again. Product evaluation: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On both fracture surfaces a ratchet mark can be seen laterally. The fracture surfaces show slight dark discolorations. Some polishing can be seen around the edge of the proximal fracture surface. On the distal fracture surface some diffuse scratches can be noticed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen mostly on the neck. Several colored spots can be seen on the posterolateral side of the neck, extending slightly to the anchoring region. These most probably derived from the use of an electrosurgical instrument during surgery. A shiny polished area can be seen on the medial side of the proximal part and further down slightly polished horizontal lines can be seen. There are hardly any signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, fretting and a crack. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and instrument marks can be observed on the distal part of the revitan stem. On the lateral face surface of the distal stem worn marks can be seen, most probably due to the contact with the connection pin after the fracture. Bone attachments are visible on the entire anchoring surface. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2016. The medical letters at hand state that one year after the implantation the evolution is satisfactory and the x-rays show no anomalies. After 5 years and 1 month in vivo the revitan stem was revised due to a fracture at the connection pin. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. On both the proximal and distal fracture surfaces a fatigue fracture starting from the lateral side could be seen. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem. On the proximal part there are hardly any bone attachments visible. Further, a shiny polished area and slightly polished horizontal lines can be seen on the anchoring surface of the proximal part which indicates movement between the part and the surroundings. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo is unknown. If the proximal bone support was missing immediately after implantation and throughout the entire time in vivo it can be assumed that this, in combination with other factors, e.g. The surface changes observed on the connection pin and the patient¿s obesity, could have contributed to the fracture. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the reported event can be confirmed. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient felt discomfort in his hip with functional impotence which was not preceded by a fall or trauma. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Implantation report of (B)(6) 2016: clinical background: a 48 year old patient underwent a total hip replacement (thr) surgery in 2011 due to post traumatic coxarthrosis. First revision was in 2011 due to a fracture of the ceramic insert. Later, during an external rotation movement of the lower limb, a fracture of the modular neck of the thr occurred. There is therefore an indication for revision of the stem using a femoral osteotomy. Procedure: the hip joint is opened. The fractured modular stem and the head are exposed. The head is removed. The proximal part is accessed and cleaned. It is impossible to remove the stem and it is decided to perform a 15 cm femur osteotomy. The stem is removed. There is no longer any surface coating on the stem. The femur is reamed and a satisfactory test is made with a trial revitan stem 16/140 and a proximal part size 55. The osteotomy is closed with a 3 steel wires. The trial parts are removed and the final revitan prosthesis is implanted. There is good stability. Different head lengths are tested and the medium length allows good anterior and posterior stability. A medium biolox delta ceramic head with a diameter 32 mm is placed and the wound is closed. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On both fracture surfaces a ratchet mark can be seen laterally. The fracture surfaces show slight dark discolorations. Some polishing can be seen around the edge of the proximal fracture surface. On the distal fracture surface some diffuse scratches can be noticed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen mostly on the neck. Several colored spots can be seen on the posterolateral side of the neck, extending slightly to the anchoring region. These most probably derived from the use of an electrosurgical instrument during surgery. A shiny polished area can be seen on the medial side of the proximal part and further down slightly polished horizontal lines can be seen. There are hardly any signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, fretting and a crack. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and instrument marks can be observed on the distal part of the revitan stem. On the lateral face surface of the distal stem worn marks can be seen, most probably due to the contact with the connection pin after the fracture. Bone attachments are visible on the entire anchoring surface. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted in february 2016 and revised 5 years and 1 month later due to a fracture at the connection pin. Apart from the implantation report, there is no further clinical information at hand (e.g. Revision report, complete x-ray follow-up, etc.) And therefore the further background of the situation stays unknown. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. On both the proximal and distal fracture surfaces a fatigue fracture starting from the lateral side could be seen. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem. On the proximal part there are hardly any bone attachments visible. Further, a shiny polished area and slightly polished horizontal lines can be seen on the anchoring surface of the proximal part which indicates movement between the part and the surroundings. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo is unknown. Further, with no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the reported event can be confirmed. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.